Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. The lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Thirteen cables were broken/severed at this spot. The fracture site was one cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. The lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Ten cables were broken/severed at this spot. The fracture site was one cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo a revision procedure. The physician suspected device malfunction on the leads.

Manufacturer narrative:
Update to the initial MDR.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo a revision procedure. The physician suspected device malfunction on the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo a revision procedure. The physician suspected device malfunction on the leads.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo a revision procedure. The physician suspected device malfunction on the leads.